Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked keypad at select button, faded serial number label, peeling serial number label and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.     The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power system error where the back-up battery fails. Customer's blood glucose was unknown at the time of the incident. Customer also mentioned the insulin pump had a short battery life. The customer did not troubleshoot but was advised the insulin pump will be replace. The device will be returned for analysis.